Event description:
Information was received indicating that a smiths medical cadd ms3 pump exhibited error code 80. No adverse effects were reported.

Manufacturer narrative:
Additional contact: customer extension: ext (B)(6).

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed no labels removed and no physical damage. During functional testing, the reported complaint was duplicated. System fault-investigation found that the device had ec80 due to problems during a power cycle. Root cause is unknown. Replaced printed wiring assembly board.